Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "autoimmune/connective tissue-symptoms of" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and autoimmune/connective tissue-symptoms of.

Event description:
Patient reported "an autoimmune disease, generalised inflammation, pain, handicap, exploded bruises and a rupture, stating internal and external implosion of the device. Patient states device could be involved in the immune dysfunction syndrome, as reported on exam results¿. Mammography and an unknown scan performed. The device remains implanted. This record relates to the right side.

Event description:
Patient reported right side rupture and pain. Patient also reported "autoimmune disease", "generalized inflammation", "exploded bruises" which are all non device related. Patient later reported via regulatory agency "chronic systemic urticaria", "damaged devices" and the non device related events of "atrophy, pericarditis, lung cyst, and hpv virus". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b2, b5, b6, b7, d6b, h6.

Event description:
Patient reported "an autoimmune disease, generalised inflammation, pain, handicap, exploded bruises and a rupture, stating internal and external implosion of the device. Patient states device could be involved in the immune dysfunction syndrome, as reported on exam results¿. Mammography and an unknown scan performed. The device remains implanted. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6

Event description:
Patient reported "an autoimmune disease, generalised inflammation, pain, handicap, exploded bruises and a rupture, stating internal and external implosion of the device". Patient stated device could be involved in the immune dysfunction syndrome, as reported on exam results. Mammography and an unknown scan were performed. Additional reports from the patient of "chronic systemic urticaria, bone pain in feet, arms, phalanges, back, head, neck, jaw, pericarditis, lung cyst, hpv virus, right paralysis. Brain scan shows atrophy." This record relates to the right side. The device has been explanted.